Event description:
Additional information was received. It was reported that the system passed the stress test, advanced accuracy test, and shoulder test and service was determined to not be needed.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. A4) select patient information was unavailable from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that an alleged inaccuracy occurred. The procedure involved a t9 into pelvis case with [schanz] pin mounting, and computed tomography to fluoroscopy registration was performed. After initial registration from t9 to l2, six screws were placed, at which point the surgeon observed that the navigation appeared inaccurate, with screws positioned deeper than expected. A new snapshot was attempted to correct the issue, but the inaccuracy persisted. Multiple instruments were tried without resolution. During the second registration, two additional screws were placed; the third screw appeared more medial than expected, and the fourth more lateral. A third registration was performed, and further screws were placed, but continued inaccuracy was noted. The use of the mazor guidance system was subsequently aborted due to persistent inaccuracy, and the case was completed using a medtronic navigation system. The patient was described as small with small pedicels, and this was a second stage case. No patient complications have been reported as a result of this event and surgical delay was one hour or longer. Additional information was received. It was reported that trajectories deviated less than 3.5 millimeters (mm). Patient impact/symptoms were asked but unknown or unavailable.